Event description:
It is reported that the pt was revised due to pain and tibial loosening.

Manufacturer narrative:
Eval: surgical notes were rec'd for the implant surgery on (B)(6) 2005 and for the revision. Implant surgical notes indicate that the surgeon implanted the tibial plate with a taper plug and could not get the locking screw for the 17mm articular surface to engage. The articular surface was left implanted with no locking screw. The revision operative notes indicate that the tibial component was grossly loose and had subsided anteriorly. It is also noted that there was significant fibrous tissue present on the proximal medial tibia. Due to bone loss and defects, tibial augments were required to rebuild the joint line. Although no x-rays were rec'd prior to this revision, x-rays taken later on appear to show decreased bone density on the medial and anterior aspects of the tibial bone. A contraindication for use of the nexgen system is insufficient bone stock. It is possible that the pt's bone stock was a contributing factor in the loosening of the component; however, this cannot be determined definitively. Eval: review of the device history records was not possible as the product and/or lot numbers require for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.